Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Pump remains implanted.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. (B)(4). Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
Hvad® pump (B)(4) was not returned for analysis as it remains implanted in the patient. The complaint for the damaged connector was confirmed. The pump driveline connector press fit ring is missing from the connector barrel. This prevents the driveline connector from securing into the controller connector. The root cause of the damaged connector appears to be excessive force, this correlates to tensile forces that may be exerted on the pump driveline connector in the event of the patient drops the controller pack. Excessive tensile forces exerted on the pump driveline connector may lead to driveline connector barrel fracture, allowing the press fit ring to slip off the connector barrel. A splice repair was performed to remediate the issue. The patient was discharged with a permanent driveline repair which includes a new pump driveline connector. Product remains implanted.

Event description:
Approximately four years and five months post implantation, the patient's driveline connector was damaged and required a splice repair of the driveline cable. The patient reported to the vad coordinator that she had fallen over the previous weekend and the driveline had become disconnected from the controller. Since the incident, she was not able to establish a firm connection of the driveline connector to the controller, and she experienced several disconnections. The vad coordinator performed an assessment of her driveline and discovered that the driveline could be easily disconnected from the controller by pulling on it. The vad coordinator stated that the connector could be pushed forward to click into place, but when it was tugged or pulled it would easily disconnect. The medical team elected to exchange the patient's controller; however, there was no improvement in the connection. The connector was assessed by a heartware clinical engineer and he recommended a splice repair of the driveline. The following day the patient was taken to the operating room for a driveline splicing procedure. Due to the patient's cardiac condition and her previous aortic valve procedure (park stitch), she was placed under general anesthesia with both the right and left femoral vessels surgically exposed in preparation for cardiopulmonary bypass. Cardiopulmonary bypass was prepared but not utilized during the brief period of time that required the pump to be stopped during the procedure. The driveline splice procedure was completed without incident by heartware engineers per heartware procedure. The total off-pump time was less than twenty seconds. Upon completion of the procedure, patient was taken back to recovery without any reported issues. Post-repair inspection of the damaged driveline revealed a crack in the connector barrel and a missing metal ring at the tip of the connector.